Event description:
It was reported that bd maxguard extension set had backflow. The following information was received by the initial reporter with the following verbatim: it was reported by customer that there was a leak coming from the drip line and wasn't immediately able to figure out from where. The patient did need intervention with some fluid boluses for a blood pressure drop and the line was immediately changed once it was figured out where the compromise was - which was in the dexmed line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
Investigation summary: it was reported by customer that there was a leak coming from the drip line. One sample was received for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. A bd needleless syringe filled with water was connected to the extension set and a fluid push was conducted. There was no issues with fluid flow through the extension set, however, a leak was identified in the tubing. The customer complaint of tubing defective / damaged was confirmed. Based on the investigation of the sample and the description provided by the customer, the root cause of the damage is consistent of the tubing possibly being pinched by a hemostat. The root cause of the issue is a user issue. The bd clinical team has been notified of the reported complaint and will be in contact with the customer if deem necessary. A device history record review for model me2020 lot number 24049135 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.